Event description:
It was reported that patient faced three infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen and used for three to twelve hours. This led to high blood glucose level for which the patient treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.